Event description:
It was reported that during a case using the cranial guidance software, that the surface registration accuracy was off even after multiple attempts. There was a surgical delay of 5-10 minutes and the procedure was completed successfully with no adverse consequences.

Manufacturer narrative:
Additional data: d4 g1, h4. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
No additional information.